Event description:
It was reported that a patient died of unexplained cardiac death after a percutaneous coronary intervention (pci). Details were as follows: primary illness: unstable angina. Medical history: previous ptca, hypertension, dyslipidemia, diabetes. Target lesion: distal left anterior descending artery (segment #8 of the lad, tortuous eccentric 53% restenosis with a length about 8mm, reference vessel diameter: around 1.5mm, american college of cardiology (acc)/american heart association (aha) classification: type b2). Purpose of treatment: elective pci for unstable angina. <(B)(6) 2021> the patient visited the hospital with a complaint of loss of consciousness. <date and time unknown> placement of an implantable cardiac monitor (icm) in the patient's chest. <(B)(6) 2022> elective pci was performed for unstable angina. An asahi sion blue guide wire was inserted to treat the target lesion in distal lad. A terumo altaview intravascular ultrasound catheter was inserted for to observe the lesion. An attempt was made to dilate the lesion with a 2.25mm x 10mm boston scientific wolverine cutting balloon catheter, but the wolverine failed to cross the lesion. Pre-dilatation of the lesion was performed with an asahi nc kamui balloon catheter. The wolverine cutting balloon catheter was then inserted again to successfully dilate the lesion. The lesion was then observed with the altaview catheter. A 2.25mm x 24mm terumo ultimaster nagomi stent was then placed in the lesion. When advancing the altaview into the stent, resistance was felt and the altaview was likely being caught. Intravascular observation confirmed stent malapposition. The nc kamui was then used again for post-dilatation. The stent placement was then evaluated with the altaview and good stent apposition was confirmed. The procedure ended. <(B)(6) 2022> the patient was discharged without any problems. Adverse events/outcomes: the patient died of unexplained cardiac death at home 8 days after the pci. Icm analysis was performed and it was confirmed that the death was not due to arrhythmia.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Asahi products are all inspected for no anomaly as part of the production process and all the shipped products satisfied the product specifications and release criteria. There was no record to show anomaly from lot history record review and no other similar product experience report was received. Therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken.